Event description:
Patient had bilateral breast augmentation performed using round smooth saline implants in a submuscular position approximately 6 years ago. The filled volumes are unknown. She reports that over the past year, she has noted that the left breast volume has diminished. Intraoperatively the surgeon found the implant completely deflated, folded over on itself. Internally the capsule had constricted down (the anterior dome portion)and was removed.